Event description:
The patient had no stimulation sensation. It was noted that the lead implanted in 2007 was not implanted in the right location. The other lead, implanted in 2009, worked until (B) (6) and then stopped. Three of the electrodes had impedances greater than 3,600 ohms. Reprogramming was attempted in (B) (6) 2009 and it was not possible to get adequate programming around those electrodes. The patient underwent surgery (B) (6) 2009. The lead was first disconnected from the extension and hooked to the snap-lid connector which revealed good impedances. The boot at the lead/extension connection had fluid and tissue underneath. The extension was replaced and subsequent impedance values were all good. The lead remained implanted. The device was programmed successfully after surgery and the patient had good coverage with stimulation in the correct areas.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.